Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the protective hub was taken off the stent, the stent was elongated and destroyed. No patient complications were reported and the patient's status was stable.